Event description:
Material no.: unknown. Batch no.: unknown. It was reported that during use of the unspecified bd¿ insulin syringe there is an issue with scale markings. One of the syringes has the marking closer to the hub vs the other. The scale marking issue also creates an issue with under or over dosage. The following information was provided by the initial reporter: the patient's mom emailed the dr. To show him the discrepancies of dosing of two bd insulin syringes 0.3 ml with half- unit markings(needle length not specified in the message). The patient's mom explained she has noticed the difference of the dosing by checking her son's glucose level , and she adjudicates the difference to the discrepancies in the markings, one of the syringes has the marking closer to the hub vs the other.

Manufacturer narrative:
Investigation: customer returned photos of 3/10cc syringes. Customer states that one of the syringes has the marking closer to the hub vs the other which caused a difference in her son's glucose level. The attached photos were examined and it is difficult to determine if the scale marking placements fall within specifications solely from the attached photos. Unable to perform DHR check scale marking defective and glucose level due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd¿ insulin syringe there is an issue with scale markings. One of the syringes has the marking closer to the hub vs the other. The scale marking issue also creates an issue with under or over dosage. The following information was provided by the initial reporter: the patient's mom emailed the dr. To show him the discrepancies of dosing of two bd insulin syringes 0.3 ml with half-unit markings(needle length not specified in the message). The patient's mom explained she has noticed the difference of the dosing by checking her son's glucose level , and she adjudicates the difference to the discrepancies in the markings, one of the syringes has the marking closer to the hub vs the other.